Event description:
It was reported that the implantable pulse generator (ipg) displayed premature battery depletion and had adapted to high outputs. It was further reported that at some point the right ventricular (rv) lead exhibited high thresholds. The ipg was removed and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.